Manufacturer narrative:
The tech found the brake casters were not holding due to wear. He replaced the casters to repair the bed.

Event description:
Info received indicates the bed moves when in brake mode.